Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during drain 3 of their pd treatment. During a previous call to ts, the patient reported that an m31 air detected in cassette alarm had occurred. The ts representative suggested cancelling the treatment, but the patient declined this recommendation. The patient wanted to try to continue the treatment. The patient called back after receiving the m31 alarm again and decided they would cancel the treatment. When the cycler set was removed from the cycler, fluid began to "leak all over." The patient reported seeing a hole in the cassette. Further details regarding the condition of the cycler set were not provided, such as size or location of the identified hole. When ts was informed of the fluid leak, they advised the patient to discontinue their use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient stated they did not complete their treatment. The patient confirmed they notified their pd clinic of the event. It was confirmed the replacement cycler was received. The old cycler was reportedly on the patient's front porch, ready for pickup. The patient was reportedly waiting for a return label for the device. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.